Event description:
User facility report was submitted to MFR stating "IV pump alarmed "downstream occlusion". Sparks came from outlet cord, smoke in room." There were no consequences or impact to the pt or the user of the device. The device was removed from service when this situation occurred.